Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced high blood glucose (bg), however, a specific value was not provided. Customer alleged pump was the suspected cause of bg level. Reportedly, the customer changed pump supplies and delivered a bolus with the pump to resolve the issue. Recommendation was made to consult with healthcare provider regarding diabetes management.